Manufacturer narrative:
The cartridge was not received for evaluation. A device history record (DHR) review was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections." All treatments must be administered under a physician''s prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.

Event description:
A report was received on (B)(6) 2023 from the nurse of a critical care patient with unspecified pathology, who stated an unspecified amount of blood was observed leaking from the cartridge during a continuous renal replacement therapy (crrt) treatment on (B)(6) 2023. Additional information was received on 24 aug 2023 from the nurse who stated, rinseback was unable to be performed, no report of symptoms experienced or of medical intervention being required, patient will resume crrt with nxstage.